Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019.. Device evaluation summary: according to the information received, it was reported that the patient developed autoimmune disorder. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the issue unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. (B)(4).

Event description:
It was reported that a (B)(6)-year-old native american female who underwent primary breast augmentation with mentor smooth round moderate plus profile 375cc saline prostheses and experienced left sided deflation resulting in creasing post procedure. The deflation was diagnosed through mammography. As a result, the devices were explanted on (B)(6) 2019. This deflation event was reported under 1645337-2019-10951 on 5/2/2019. Additional information was received on 6/12/2019. The pathology on the capsules around the implants both came back with chronic inflammation. The patient stated to have been experiencing unspecified health issues. This was first indication mentor had relating to a concern about the right prosthesis. The report relates to the right prosthesis. Additional information was received on 6/18/2019. The patient was diagnosed with an autoimmune reaction in (B)(6) of 2018. The specific health issues were listed: hashimotos thyroiditis dx, fatigue, weakness, brain fog, dry hair/hair loss, irritability/depression, weight gain, constipation, swelling in the hands and a puffy face, dry eyes, aches, headaches, stiff hands, cold intolerance, loss of libido, bloating, night sweats, red and dry face, cracking heels resulting in bleeding, chest rash, inflammation in the elbow/arm and shoulder pain, random pain in both breasts ( more often left), shortness of breath, high blood pressure, low grade fever, positive antinuclear antibody (ana) blood test.